Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during revision surgery, the surgeon was working on trialing the liner. When a chip of plastic came off the liner around the rim which doesn't allow the trial to seat well in the cup. No patient harm or adverse event. Attempts to obtain additional information was made; however, none is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection identified that the rim was chipped and damaged. The damage led to the formation of position material on the side of the rim that was in contact with the shell. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.